Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific bg value was not provided. The customer consumed carbohydrates and called the paramedics. Upon the paramedics arrival, bg value was confirmed at 75 mg/dl, no further treatment was required. Reportedly, the customer did not have an active sensor session and the pump¿s software was unable to adjust insulin delivery. Recommendation was made to consult with a healthcare provider to discuss diabetes management.